Event description:
It was reported that while the surgeon was sewing the ureter during a da vinci s pyeloplasty procedure, one end of the 5mm needle instrument broke off and fell into the patient. The broken piece was successfully retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation despite several requests. As a result, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned, or if additional information is received.